Event description:
Line was placed (B)(6) 2011. On (B)(6), a c-arm found that the catheter had severed just below the cuff. The line was removed before it detached completely.

Manufacturer narrative:
The complaint of external catheter breakage is confirmed. The characteristics of the damage found on the complaint sample are consistent with a break in the catheter tubing as opposed to sharp instrument damage. The break site is located at the distal end of the surecuff. At this time the mechanism of damage is undetermined. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.